Manufacturer narrative:
Apoc incident # 1001394. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-mar-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false negative result on a 77 year old male patient with chest pain/pressure. There was no additional patient information. Return product is available for investigation. Method date collected tested results sample pos/neg I-stat (b)(6_ 2026 9:08 9:24 5.4 a negative lab (B)(6) 2026 9:08 10:47 135 a positive lab (B)(6) 2026 13:36 14:19 137 b positive. Lab (B)(6) 2026 2:53 3:43 134 c positive. Facility positive cut-off: I-stat troponin test: 28 cobas male >=22 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58). Overall 895 21 (14, 30).